Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a suspected pump stop. It was later communicated that the patient was initially found unresponsive at home and then care was withdrawn on (B)(6) 2022. The cause of the speed decrease was noted to be acute left ventricle suction. No cause of the low flows was determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 01nov2022 and 02nov2022, per the timestamps. The controller periodic log file contained data from 22oct2022 through 02nov2022, per the timestamps. Multiple low flow hazard alarms were captured between 01nov2022 and 02nov2022. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found unresponsive at home and was admitted on the night of (B)(6) 2022. The actions leading up to the admission were unclear as the patient was unable to report any events. Additionally, there were no witnesses to the events prior to the admission. During the admission, pump speed was reportedly decreased due to acute left ventricle suction. Log files were submitted to check for a possible pump stop. Log file analysis found multiple low flow hazard alarms captured between 01nov2022 and 02nov2022. No other notable pump events or alarms were captured. The account indicated that patient care was withdrawn on (B)(6) 2022. The cause of the low flow alarms was not identified; however, it was noted that the alarms resolved. Additionally, it was unknown if the death was device or therapy related; however, the device reportedly operated as expected.